Event description:
The coil was deployed into the aneurysm with good placement. It was reported that after three detachment cycles, the coil would not detach and the fault light was observed to be flashing. The connection was checked and the coil removed. The physician noted that the coil "checked ok with wiggling of the cable". As this was the only 5.0 spherical coil available, it was re-inserted. With 2/3 of the coil inside the aneurysm, a perforation through rupture point occurred. The coil was adjusted and completely inserted with good placement noted. The unit then again failed to detach. The pt was reported stable until coil removed. The aneurysm was successfully occluded with non-mircus coils. There was a reported re-bleed significant enough to cause herniation and death.